Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and two test strips were provided for investigation where they were tested using retention controls and one master lot strip. Testing results (qc range = 2.2 - 3.4 inr): returned strips: qc 1: 2.6 inr, qc 2: 2.7 inr. Master lot strip: qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination retention strip lot and master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. The patient has anti-phospholipid antibodies (apas) product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. A comparison to an apa-insensitive laboratory method is recommended if the presence of apas is known or suspected." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. On an unknown date, the meter result was 5.1 inr and at the same time the laboratory result was 3.2 inr. The patient was also tested on the doctors non-roche meter; that result matched the laboratory result. There was no change to the patients warfarin dose as the doctor believed the laboratory result to be correct. The patients therapeutic range is 2.0-3.5 inr and tests weekly. The patient is fine.